Event description:
It was reported that following initial implant on (B)(6) 2025, the patient presented at the hospital; and upon examination, it was noted that the wound of the sac was poorly healed and pus exuded. The physician suspected the poor healing was due to the patient's skin blood supply. Staphylococcus aureus infection was confirmed. The pacemaker was explanted. The patient is stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Analysis was normal. The device's battery was above the elective replacement indicator (eri). No anomalies were noted. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Correction: section b3 - date of event should have been august 10, 2025.

Event description:
The patient presented at the hospital and rupture of the sac was observed upon examination on (B)(6) 2025, prior to the procedure on (B)(6) 2025.